Event description:
The manufacturer received information alleging a patient experienced a ventilation inoperative condition while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient experienced a ventilation inoperative condition while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. The third-party service technician further evaluated but was not able to determine the cause of the issue for this device. The root cause is not confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the proportional valve and three-way solenoid valve was replaced to address another error code, low minimum vent, that was observed in the device's error log. This was unrelated to the reportable issue. The particulate filter, muffler assembly, air inlet foam was replaced for preventative maintenance unrelated to the reportable issue. The blower assembly, blower mount, cooling fan assembly, machine flow sensor, and tubing (system printed circuit assembly, fio2, low flow o2, and blower chassis) were replaced for contamination unrelated to the reportable issue. The device passed all final testing. The reported failure of a ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution